Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.